Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/11/2017, that on (B)(6) 2017, a broken cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2017. No medical intervention was reported. Additional event or patient information is not available. The sensor was returned for evaluation. A visual inspection was performed and the housing puck and sensor wire were detached from the sensor pod. The reported event of a broken cannula could not be confirmed because the needle and cannula were attached to the applicator body and the wire was not damaged. A root cause could not be determined.